Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy-defibrillator (crt-d) exhibited noise on a competitor's right ventricular (rv) lead. The noise was oversensed and lead to multiple inappropriate shocks and pacing inhibition with greater than two seconds of asystole. A lead revision procedure was performed where an old rv pace/sense lead was uncapped and used as the new pace/sense lead. The pace/sense portion of the competitor's lead was capped. The high voltage portion of lead remains in service. No adverse patient effects were reported.

Event description:
Subsequent information indicated that the patient underwent a surgical procedure where the device was explanted and replaced for normal batter depletion. Of note, it was reported that the competitor's rv lead had fractured. The device has been returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.